Manufacturer narrative:
Device evaluated by manufacturer: promus elite mr 24 x 2.75mm stent delivery system (sds was returned for analysis. The following attributes were examined: stent profile: a visual examination of the stent found stent damage with a stent strut lifted in the proximal region. The undamaged crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement as specification. Balloon profile: the balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Tip profile: a visual and microscopic examination of the bumper tip found no issues. Hypotube profile: a visual and tactile examination of the hypotube found no issues. Shaft polymer extrusion profile: a visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 01november2021 it was reported that a no cross and shaft kink occurred. A 24x2.75mm promus elite stent balloon expandable was selected to treat a lesion in the left anterior descending artery. A 6f guiding catheter was advanced and the lesion was pre-dilated with a 2x12mm balloon. The promus elite was advanced but failed to cross the lesion. The promus elite was removed and the lesion was again predilated with a 2.5x12mm balloon. The promus elite still could not cross the lesion due to the tortuous vessel. The shaft of the promus elite was noted to be kinked and the device was exchanged with another device to complete the procedure. The patient is stable and doing well. However, device analysis revealed stent damage.